Event description:
During an initial implant procedure after a previous device was explanted due to noise resulting in oversensing, episodes of noise resulting in oversensing were also observed on this device. The device remains implanted and no additional intervention was performed. The patient was stable with no consequences and will continue to be monitored.